Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon was unable to insert the articular surface into the baseplate.